Event description:
The account states that when processing a patient sample using the cell-dyn sapphire analyzer that an error affecting sample identification occurred. The customer uses a hand-held barcode reader. A barcoded specimen that should have read 974663 was incorrectly read as 944663. The technician noticed the error immediately and no incorrect results were not reported out of the lab with no impact to patient management reported.

Manufacturer narrative:
Other: specimen misidentification. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.